Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient was experiencing non-sustained ventricular tachycardia and ventricular flutter that was resolved when the physician moved the catheter. It was also noted that the lp exhibited high capture threshold and r wave amplitude variation. The lp was implanted successfully. The patient was stable.